Manufacturer narrative:
(B) (4).

Event description:
The pt had an exacerbation of lumbar back pain and bilateral lower limb pain secondary to "crps". It was reported to be "definitely not" related to the study medication; but rather to a pre-existing condition. The pt was hospitalized and treated with intravenous fentanyl and dilaudid. The event "resolved without sequelae". The medication being delivered via the device system was not reported.